Event description:
Boston scientific received information that this device reached elective replacement indicators (eri) after approximately thirty-six months of implant. There was concern that the battery depleted more rapidly than expected. Lead measurements were within normal limits. A replacement procedure was performed. This device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.